Event description:
The metal end of impactor handle broke off. All pieces retrieved.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was returned for analysis. Examination of the physical product can confirm the allegation. The end cap of the pinnacle impactor is broken. All pieces were return for investigation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the device associated with this report was returned for analysis. Examination of the physical product can confirm the allegation. The end cap of the pinnacle impactor is broken. All pieces were return for investigation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was returned for analysis. Examination of the physical product can confirm the allegation. The end cap of the pinnacle impactor is broken. All pieces were return for investigation. A previous investigation (sem investigation) was conducted by a depuy material scientist in 2014 for handle fractures. Three submitted impactors were evaluated and found the instruments fractured through the pinnacle impactor end cap. The evaluation found the impactors were repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. The fracture features were consistent with the rotating bending fatigue from striking the end cap off-axis from a perfect end strike, possibly in multiple various directions. The hardness testing confirmed the material met the engineering drawing specification. The previous sem evaluation is in the attachment section. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.